Event description:
It was reported that a plunger assy critical alarm was experienced.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) top case was present. A review of the event history log (ehl) identified check plunger sensor error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger assembly also replaced top case due to non-OEM top case was found with device. Performed preventative maintenance and all functional testing. Additional information b5, no patient involvement.

Event description:
Additional information was received: products did not fail while in use with a patient.